Event description:
Sales rep reported that customer has tubing that broke and wants to send it in for investigation. The nurse reported that the tubing was in use when it fell apart at the distal connection on the tubing side and fluid leaked. No pt harm occurred and the tubing was changed without problems. Medical intervention was not required. Customer stated that no additional event or pt information provided by the user.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.